Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the aligners cutting their mouth. Patient did try filing down the aligners. Requested photos of the area aligners cutting, provided filing and ortho wax tips.